Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that there was error in image processing. Upon doing some functional test fse confirmed that there were arcs in the tube, because there wasn¿t enough silicone paste to isolate the high voltage connections. The fse applied some silicon paste to both parts (anode and cathode), after repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system aborts the image acquisition due to arc errors. The system was in clinical use. There was no reported patient or user harm.